Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) control knob was broken. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis::it was determined at analysis that the control knob was found broken and the knob spring was missing. There was no response from the customer, so the device was sent back unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.